Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous vessel segment. After pre-dilatation, the device could not be advanced to the target lesion. During manipulation, the stent shaft became compromised. Withdrawal of the stent system was conducted with difficulties.

Manufacturer narrative:
Combination product: yes.